Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. Upon revision, a hole and fluid loss from the balloon was observed. As a result, the balloon was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for pump is (B)(4).